Event description:
It was reported that "two boxes of weck visistat 35r skin staplers all are unreliable. They do not operate smoothly and 'catch' when fired and only under pressure from the skin edges. When tested fresh out of the packaging, the staples fire and staple normally. After a few staples they either fail to fire or fire a staple without bending in the usual fashion". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Other remarks: n/a. Corrected data: n/a.